Event description:
It was reported that bd discardit syringe s2 leaked past the stopper. The following information was provided by the initial reporter, translated from french to english: passage of air through the plunger during sampling with using a minispike, of physiological serum in an infusion bag. Saline leakage through plunger during reinjection into saline bag. Unreliable syringe, difficulty with precise dilutions, loss of medication through plunger during injection. There has been no impact on the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2309158. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, damage was observed to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.